Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 450 mg/dl with moderate urinary ketones, blurred vision and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the hyperglycemia was due to air bubbles in the insulin cartridge. Troubleshooting completed by animas customer support revealed air bubbles in the cartridge associated with a training/misuse issue; the patient was using insulin in the cartridge that had not been brought to room temperature as per the instructions for use. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.